Event description:
This report is being submitted to retract the initial report, MFR report number 0002023141-2025-02426 that was submitted on september 5, 2025 as this event had already been submitted and is a duplicate of MFR report number 0002023141-2025-02299 that was submitted on august 21, 2025.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0002023141-2025-02426 that was submitted on september 5, 2025 is a duplicate of MFR report number 0002023141-2025-02299 that was submitted on august 21, 2025. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0002023141-2025-02299. All details associated with this event will be processed and completed under 0002023141-2025-02299. Therefore, no additional reports will be submitted under MFR report number 0002023141-2025-02426. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3221 h6: investigation conclusions code was added: 4315. H10: narrative/data was updated.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the driver broke at the tip. The patient is fine and the procedure was completed with another device.